Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Result are as follows: see scanned table. The time between testing was 1 hour. Therapeutic range 2.0 - 2.5 for the patient. There was no reported adverse patient sequela. There was no additional involvement provided.

Manufacturer narrative:
Manufacturer report number # 2027969-2014-00442. Inratio monitor (B)(4), PICC line with heparin, stopped heparin flush 10 days ago;